Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that while loading a 12.6mm vicm5_12.6; -6.0 diopter implantable collamer lens; the lens had tore. It was noted to have torn while loading into the injector. This occurred on (B)(6) 2022. Intraoperatively a back up lens was implanted of the same length/model. This resolved the problem. The cause of the event was reported as unknown.